Event description:
It was later reported that a revision was performed on (B)(6) 2011. During the revision surgery it was determined that the catheter was kinked. The healthcare professional released the anchor and then re-anchored the catheter. The pump was functioning normally and the patient was getting pain relief. The drug in the pump was morphine.

Event description:
It was reported that the patient never had therapeutic effect. The health care provider planned to perform a dye study. It was subsequently reported that the catheter dye and roller study were conducted. They believe that there was a kink in the catheter so they planned to program the pump to minimum rate mode. They were also working on scheduling a surgery date for the catheter revision. A follow-up report will be sent if additional information becomes available. Drugs delivered via the pump were morphine and baclofen.

Manufacturer narrative:
This report was previously filed as manufacturer's report #: 3007566237-2011-09048. The correct manufacturer ID site is (B)(4).

Manufacturer narrative:
Catheter model# 8709sc, lot# n281976007, implanted: (B)(6) 2011, explanted: unknown.